Event description:
A malfunction alarm, identified by malfunction code 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, which resolved the issue, and the customer was advised that they could continue using the pump. Further assistance was offered while loading the cartridge, but the customer declined, indicating no further action was needed.